Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported deaths. Death, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature attachment: article title: transcatheter edge-to-edge mitral valve repair in atrial functional mitral regurgitation: insights from the multi-center mitra-tune registry.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature attachment: article title: transcatheter edge-to-edge mitral valve repair in atrial functional mitral regurgitation: insights from the multi-center mitra-tune registry.

Event description:
It was reported through a research article that 87 patients underwent a mitraclip procedure between 2009 and 2021. The implanted mitraclip may have caused or contributed to cardiac or all-cause mortality. Additional information can be found in the attached article, titled ¿transcatheter edge-to-edge mitral valve repair in atrial functional mitral regurgitation: insights from the multi-center mitra-tune registry.¿